Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample is for this complaint and tc 1900054565. The stapler was returned without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appear to be slightly misaligned. No other defects or anomalies were observed. The stapler was received with 34 staples left in the cartridge indicating that at least 1 staple has been fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was unable to properly form. This was repeated with the same result. On the third attempt, however, the staple was able to properly form and release. After this attempt, the staples realigned themselves. The remaining staples were fired from the device and all but one were able to properly form. To simulate insertion into the skin, three staples were able to successfully attach to a foam pad. In all, 31 of the remaining 34 staples were able to properly form and release. The misalignment of the staples prevented other remarks: some of the staples from properly forming. It could not be determined what caused the staples to misalign. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign and prevent some staples from properly forming. The staples were able to realign during functional inspection and most of the staples were able to form properly. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. A corrective action is not required at this time as it cannot be determined what caused the staples to misalign and prevent some staples from properly forming. The staples were able to realign during functional inspection and most of the staples were able to form properly. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined.

Event description:
The staples were jamming. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples were jamming. There was no patient injury.